Manufacturer narrative:
Additional information: b3, b5, h3, h6.

Event description:
Additional information was received on 05/30/2025: this occurred during an acl procedure on (B)(6) 2025. All failed implants were removed from the patient. There was a 10-minute case delay with no added anesthesia administered. There were no adverse effects reported on or after the surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 04/16/2025, a sales representative reported via email that an ar-4570 fiberstitch implant and an ar-4570r fiberstitch implant had pulled out, leading the surgeon to use a non-competitor product. Additionally, an ar-1588btb-2j tightrope ii btb failed to pull through and cinch down. The case was completed by opening another ar-1588btb-2j tightrope ii btb without issues. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the device during insertion.